Event description:
Reported false negative rate of 10-20% for sars on asymptomatic patients, off-label use at the time. Results confirmed positive by molecular (pcr testing). The customer did not provide any further information.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.